Event description:
The patient delivered a full term infant and per usual plan of care had t.e.d. Knee length stockings placed. Postpartum, she complained of pain in her left foot and ankle. When the nurse pulled the foot part of the t.e.d. Stockings up, there was a blister on the front of the left ankle. Since discharge, the patient has developed a scar across the front of her ankle. She states that she continues to have pain from the scar and will be consulting with a plastic surgeon in the future.